Manufacturer narrative:
(B)(4). After further investigation by baxter (B)(4), this report was found to be a duplicate report of medwatch report number 1416980-2013-04923. All pertinent information will be contained in the referenced report.

Event description:
It was reported to baxter (B)(4) that the t-connector of an interlink t connector std bore set leaked during infusion of an unknown antibiotic in the nicu. A patient was involved but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.